Manufacturer narrative:
The events of capsular contracture baker grade unknown and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Non-healthcare professional medical staff reported unknown side "capsular contracture and seroma" and "breast became bigger and hardness." Device remains implanted.